Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were dispatched in emergency medical services and were hospitalized on (B)(6) 2021 due to high blood glucose. Customer blood glucose was 567 mg/dl. Customer was treated with insulin pump and insulin drip for high blood glucose. Customer was using insulin pump within 48 hours at the time of event. Customer stated that the insulin pump insulin pump was cracked in the back side. The insulin pump will be returned for the analysis.